Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. Unit care link and pump history was download successfully. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with broken battery tube threads and cracked case behind the pump near the battery tube compartment. No missing label sticker anomaly noted. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 102 mg/dl properly on the display graph. Unit passed required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. The customer reported a blood glucose value of 52 mg/dl. The event involved product(s) mmt-7020a, mmt-332a, mmt-7020a, mmt-1780kr, unomedical. Troubleshooting was performed. It was unknown if the customer was using the insulin pump system within 48 hours of the reported event. It was unknown if the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Product return requested for mmt-7020a. The customer declined to return or is unable to return.  No product return is required for mmt-332a.  No product return is required for mmt-7020a.  No product return is required for mmt-1780kr.  No product return is required for unomedical.